Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the patient had a tibial diaphysis fracture. Surgeon was using plates and screws: during insertion of a cortical screw for fixation of the 3rd bone particle the screw broke. Surgeon assumed was that a tap limit was insufficient he also noted the patient was young male and his bone quality was good.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The product was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specifications. No product fault could be detected. The cross section surface shows no irregularities which indicate material conformity as well. We have to assume that too high applied mechanical force may have caused the breakage.